Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("efree") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("allergic to fake jewelry"), weight decreased ("10 lbs less") and blindness transient ("gained my eyesight back"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, allergy to metals and weight decreased outcome was unknown and the blindness transient had resolved. The reporter considered allergy to metals, blindness transient, medical device removal and weight decreased to be related to essure. The reporter commented: patient was essure free on (B)(6) 2016, she felt way better then 10 lbs less gained my eyesight back. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, allergy to metals, vision loss, weight loss". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("efree") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("allergic to fake jewelry"), weight decreased ("10 lbs less") and blindness ("gained my eyesight back"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, allergy to metals and weight decreased outcome was unknown and the blindness had resolved. The reporter considered allergy to metals, blindness, medical device removal and weight decreased to be related to essure. The reporter commented: patient was essure free on (B)(6) 2016, she felt way better then 10 lbs less gained my eyesight back. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, allergy to metals, vision loss, weight loss." Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.